Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the header of a polyflux 14l during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a black particle in the header area during priming. It is not clear whether the particulate is free floating or embedded, or inside or outside of the fluid path, based on the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause and identification of the particulate was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.